Manufacturer narrative:
The idrt (ID m84051) was not returned for evaluation as the product remained implanted; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of this complaint was end user application of an expired product to a patient. This was confirmed by communication between the end user and integra. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported an expired idrt (ID m84051) was use in a patient. The product expiration date was december 31, 2022. The surgeon was aware the product was expired and called that she intends to use some expired idrt that she has in her possession due to an urgent case. She was clearly advised against this course of action and could get a new product the following day. The surgeon replied that there was no time to wait until next day and this was her only option, ultimately taking responsibility for her choice to use expired product. The product was used in the patient and has not become infected and the patient condition is unchanged.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.